Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found the lens haptic to be bent and clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -12.50/+1.00/092 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vaulting. The problem was resolved. On (B)(6) 2017, the patient's post-op bcva was 20/25 and ucva was 20/20.